Event description:
It was reported that on (B)(6) 2008 patient underwent lumbar laminectomy and discectomy for a disk herniation at l5-s1. Patient initially did well but then developed pain in the back and the left leg that had become worse. Subsequent re-examination with magnetic resonance scan revealed a small recurrent disk herniation. See with fusion and instrumentation with globus implants. During surgery, rhbmp-2/acs and globus spacer, rod and screws were used. (B)(6) 2008: patient presented with back and left leg pain. Pre-op diagnosis: recurrent disc herniation. Patient underwent re-exploration lumbar laminectomy in l5-s1 on left side with fusion and instrumentation with globus implants. During surgery, rhbmp-2/acs and globus spacer, rod and screws were used

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.